Event description:
It was reported to covidien on (B)(6) 2012 that a customer reported an unidentified issue with the kangaroo feeding pump. The pump was received at a covidien service center, where upon evaluation of the pump it was found to have damage to the outside of the battery door. The battery door is burnt/melted. There is also burn damage to the battery and its wiring, and the interior of the battery door compartment.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.